Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
During a follow-up, noise and low pacing impedance was observed on the atrial lead. The lead was deactivated and remains implanted. The patient was stable.